Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump shut off without prior alert. The customer's blood glucose was 157 mg/dl at the time of incident. The customer stated that the issue was not resolved after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube spring missing. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify off no power alarm due to blank display. The insulin pump had cracked display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.